Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and review of the logs and confirmed the reported issue. No cause could be identified.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. The unit was rebooted and case continued. There was no report of patient injury.